Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('on the left, the distal end of the device was subserosal') in an adult female patient who had essure (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), metal poisoning ("metal poisoning"), myocardial infarction ("heart attack") and malaise ("sick"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, metal poisoning and malaise outcome was unknown. The reporter considered embedded device, malaise, metal poisoning, myocardial infarction and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- heart attack, metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received.new reporter,date of birth,lot number, medical history added.event added: embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('on the left, the distal end of the device was subserosal'). In an adult female patient who had essure (batch no. 740668), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), metal poisoning ("metal poisoning"), myocardial infarction ("heart attack") and malaise ("sick"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, metal poisoning and malaise outcome was unknown. The reporter considered embedded device, malaise, metal poisoning, myocardial infarction and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack, metal poisoning. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning ("metal poisoning"), myocardial infarction ("heart attack") and malaise ("sick"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, metal poisoning and malaise outcome was unknown. The reporter considered malaise, medical device removal, metal poisoning and myocardial infarction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- heart attack, metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.